Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information about this patient and s-ICD system. A mrsa infection was confirmed and the system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The manufacture date for this electrode is november 4, 2015.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented with sudden swelling at the device pocket. The physician suspected a hematoma had suppurated and was now suspected to be infected. The patient was being treated with intravenous antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
The system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information about this patient and the s-ICD system. The patient was seen for a follow-up eight months later and it was observed that the incision at the xiphoid process was red. The incision was opened and pus was present, confirming an infection. The wound was cleaned and disinfected. No additional adverse patient effects were reported.